Event description:
It was reported that the patient experienced a pericardial effusion. During an ablation procedure to treat an av node reentry tachycardia (avnrt) in the accessory pathway, an intellanav st ablation catheter was selected for use. While mapping in the left atrium with the intellanavst catheter, the patient experienced chest discomfort and difficulty breathing. The physician checked the x-ray and saw that the cardiac silhouette was not moving as it should. The echo, operating room (or) and anesthesia teams were called into the procedure laboratory. It was confirmed that there was a moderate effusion. Pericardiocentesis procedure drew off approximately 500cc of blood. The patient was stable, but the procedure was aborted. Also, it was noted that the ablation catheter did not seem to behave as normal. The catheter is not expected to be returned as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.